Event description:
It was reported that after the subject device was powered on image noise occurred. The issue was found during setup/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation light guide bundle was chipped and rigid tube dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure- damage of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.